Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
Patient received an index cardiac ablation procedure with a varipulse catheter on (B)(6) 2026. On (B)(6) 2026, patient experienced stroke (adverse event (ae) #1) categorized as moderate and serious defined by medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function and hospitalization with an admission date of (B)(6) 2026 and a discharge date of (B)(6) 2026. Relationship to study device (varipulse) is probable and relationship to the index study procedure is probable. The adverse event is anticipated. The outcome is resolved with sequelae with an end date of 1(B)(6) 2026. Intervention was post stroke rehabilitation.